Manufacturer narrative:
Device was received with no select or down arrow button response due to flattened button dome switches. Unable to perform the self test and displacement test due to no button response. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 140 mg/dl. Customer states that numbers are not ramping on their own and scroll bar was not moving with no input. It was also reported that the pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens however button was not unresponsive during an easy bolus attempt. Trouble shooting was performed for keypad anomaly. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged aa battery. Customer stated the buttons were not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.